Manufacturer narrative:
This report is submitted on 07 april 2020.

Manufacturer narrative:
This report is submitted on 2 march 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and was treated with oral and topical antibiotics on more than one occasion. The issue could not be resolved resulting in explant of the device on (B)(6) 2020.